Event description:
The customer reported that the insulin pump was alarming no delivery when the insulin would reach a certain level in the reservoir. The customer was unable to troubleshoot at the time of the call, but she was not comfortable with the insulin pump, and asked to have it replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump failed the displacement test due to an out of phase motor encoder signal. The insulin pump passed the prime and excessive no delivery alarm tests. No excessive no delivery alarms noted.